Manufacturer narrative:
(B)(4).

Event description:
Reportedly during an ongoing treatment with a polyflux 140 h dialyzer an external fluid leak was observed, originating between housing and end cap. The treatment was discontinued. No patient clinical symptoms or medical intervention was reported. No additional information is available.